Manufacturer narrative:
Manufacturer site: the device was manufactured at one of the following facilities: baxter healthcare - mountain home. 1900 n highway 201. Mountain home ar 72653. United states. Baxter healthcare - dominican republic. Carretera sanchez km 18.5. Parque industrial itabo, piisa. Haina, san cristobal 91000. Dominican republic. The device was discarded and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked due to a hole in the patient line tubing. The hole was approximately six inches from where the patient line connects to the transfer set. This occurred during use of the device for peritoneal dialysis therapy. The patient stopped the therapy and notified their clinic. The patient was given antibiotics as prophylaxis treatment.there was no report of patient injury associated with this event. No additional information is available.